Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "we had just put the stem in on a primary total hip. We had completed the trial reduction he wanted, a +0 36mm v-40 femoral head. I opened the head that is enclosed. He cleaned off the trunnion and placed the head on the neck of the stem, then tried to cold weld on. It would not cold weld after 3 attempts. We open another head and placed it on the trunnion. It cold welded first time."